Event description:
It was reported that during an unknown procedure, the device cut but did not coagulate. Minor bleeding was controlled by clamping and tying. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Added additional information both devices were returned in good physical condition. The devices were tested with a generator and was functional; the cutting of the test media performed as expected. There were no anomalies noted with the functionality of the devices. Device b batch g9lc8f; mfg date 10-26-10; exp date 9-26-15.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
Additional information received: there was minor bleeding issue, which was controlled by clamping tying.